Event description:
On (B)(6) 2010, therakos received a report of a centrifuge bowl leak/crack at the top of the bowl due to operator error. Customer stated the saline and ac lines were switched and resulted in a fully clotted centrifuge bowl during cycle 2 because there was no ac in the kit. Customer claimed the treatment was immediately aborted and the physician was notified of a the event. Customer claimed the total blood loss was 250 ml. Customer also stated that no follow up fluids were administered to the pt and vitals were good/stable. Customer restarted the treatment and completed successfully.

Manufacturer narrative:
Batch record review of xts kit lot y724 showed that the lot met qa release criteria. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).